Manufacturer narrative:
The customer¿s report that the infusion ended earlier than expected was not confirmed or replicated. Review of the pcu event log identified two programmed secondary infusions of vancomycin 1000 mg/200 ml to infuse at 200 ml/hr. The first was started at 4:11 pm on (B)(6) 2017. At 4:43 pm the module was paused and then channeled off. The calculated secondary volume infused was 104.015 ml. The second infusion was started at 5:43 pm. At 6:01 pm, the module was paused and restarted, then channeled off. The calculated secondary volume infused was 61.891 ml. It is unknown if a new bag was hung for the second infusion or if the same bag continued to infuse. Testing results showed the device infusing within specifications. The administration sets were not returned for investigation by the customer. The root cause of the reported event was not identified.

Event description:
The customer reported that a secondary infusion of vancomycin 1000 mg/200 ml d2w ended earlier than expected. After the antibiotic was initiated, IV access was lost at approximately 1630, and reinitiated at 1800. Twenty minutes later the patient reported feeling flushed. The bag was found to be almost empty with the device screen reading 143 ml remaining to infuse. The infusion was stopped, and although the devices were sequestered, the sets were not saved. No other effects to the patient were reported, however a metabolic panel and magnesium level were drawn (results not provided). Initial biomed testing did not find any issues with the devices.